Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported malfunction of the burr wobbles when inserted into the attachment. The likely cause of failure is due to detached bearings. It was also noted that the laser markings and color band were faded. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing/maintenance, the tool was vibrating. At the time of the report, there was no patient involved.